Event description:
It was reported during remote follow up that the right ventricular lead exhibited increased capture threshold and increased high voltage impedance. The lead will continue to be monitored. The patient was stable and asymptomatic.

Event description:
New information received notes that the lead was capped on (B)(6) 2023 and successfully replaced. The patient was stable and asymptomatic.